Event description:
Since I had the operation; I urinate with difficulties. I suffer from chronic pelvic pain and painful intercourse. I suffer from urinary problems, chronic constipation, and emotional problem. I had recurrent chronic infections, chronic constipation, and emotional problems. My periods are extremely heavy had a hysteroscopy without success, bleeding heavily for more than 2 years now, am constantly on iron tablets. My periods last between 6-7 days. My lower abdomen is hard and bulky and am currently in pain waiting for further diagnosis and am constantly emotional. I lost interest in sex and my boyfriend has been complaining that I hurt his penis. I had hysteroscopy and d&c without good results. I had a second dilatation and curettage and had a removal of one arm of prolift.